Event description:
An analysis was performed on the returned usb to db9 cable and the reported communication issue was determined to be associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported that the programming tablet was reporting a "failure to program" error. No patient was affected. Troubleshooting was performed and it was determined that the tablet was able to program when a different usb serial adapter cable was used. A new usb serial adapter cable was sent to site. The tablet usb serial adapter cable was received by the manufacturer on 4/16/2015. However, analysis has not been completed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.